Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep re-booted the system, flashed the nodes, and reloaded the calibration file. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a charger error message and a control panel error message after re-booting. No pt injury was reported.